Event description:
During a diagnostic procedure, air was aspirated. The sheath was inserted into the patient followed by the advisor hd grid catheter. When removing air after withdrawing the advisor hd grid to exchange for the ablation catheter, air was aspirated. The sheath was replaced, however, when using the replacement sheath, the same issue occurred. The sheath was replaced again, and the issue was resolved. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information d9, g3, g6, h2, h3, h6. One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.